Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-05370. It was reported the pt experiences pain in the legs, back, and at the ipg site whether stimulation is on or off. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.